Event description:
The pt's treating neurologist reported that the pt was experiencing a "bee sting" sensation at the generator site, along with some skin breakdown. Diagnostics were run and confirmed proper device function. Attempts for more info were unsuccessful.